Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies, but alarms continued. Customer's blood glucose (bg) level was above 600 mg/dl. Customer reverted to manual insulin injections to address elevated bg.